Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq feature did not suspend insulin delivery. Customer's blood glucose (bg) was 75 mg/dl and juice/food were consumed to address bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.